Manufacturer narrative:
Reporting institution name, address & institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported that there was a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer (se) reported that the customer's issue was confirmed (touchscreen insensitive). The se performed a visual inspection. The se recalibrated the touchscreen to resolve the issue. The device was returned to full functionality.